Event description:
It was reported by the rep the device was used during a right hemicolectomy. It was reported the anastomosis had arterial bleeding. The surgeon over sewed the anastomosis. There was no consequence to the pt. 4/22/1998 the rep reports according to the surgeon the staple line was leaking and it was his opinion it looked like arterial bleeding.